Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found that a discrepant integrated circuit caused the reported premature elective replacement indicator.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced.